Event description:
Customer reported that a pt presented with an infection of an unspecified time following implantation of the device. The specific treatment modality to address this event is not known.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.